Event description:
Customer reported visiting the emergency room and subsequently being hospitalized for an issue related to diabetes, while using a pump and related supplies for insulin therapy on (B)(6) 2025. The highest recorded blood glucose level was 700 mg/dl. However, the event did not cause any injury, and no issues were observed with the insulin, cartridge, infusion set tubing, or cannula. The suspected cause was unknown. The customer called 911 and received treatments including taking the pump off, IV and fluids of saline and insulin, and mdi. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.